Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the head up makes noise and does not rise electronically, but it can be raised manually. After the head section is raised it drifts back down.